Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2311 captures the reportable event of discomfort. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e231501 captures the reportable event of purulent discharge. Imdrf patient code e2338 captures the reportable event of swelling.

Event description:
It was reported that a patient who underwent spaceoar placement procedure, received 5 fractions of stereotactic body radiation treatment. After he fell on his bottom at work, he experienced rectal complications including rectal discomfort, pain, edema, inflammation, and swelling. There patient went to the hospital where a colonoscopy was performed that showed an abscess and puss, and a couple of cc's of hydrogel was removed. The issue was reported as ongoing, and hyperbaric therapy was started to address the discomfort. It was unknown if the patient symptoms were related to the hydrogel or the fall.

Event description:
It was reported that a patient who underwent spaceoar placement procedure, received 5 fractions of stereotactic body radiation treatment. After he fell on his bottom at work, he experienced rectal complications including rectal discomfort, pain, edema, inflammation, and swelling. There patient went to the hospital where a colonoscopy was performed that showed an abscess and puss, and a couple of cc's of gel was removed. The issue was reported as ongoing, and hyperbaric therapy was started to address the discomfort.it was unknown if the patient symptoms were related to the hydrogel or the fall.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed as it remains implanted. A review of the device history record (DHR) was performed. It was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that "pain or discomfort associated with spaceoar vue hydrogel", "infection (including abscess)" and "local inflammatory reactions" as potential complications that may be associated with the use of the device. A risk review was completed and confirmed that the events of "pain", "discomfort", "abscess" (related with infection by medical review), purulent discharge, edema and swelling (related with inflammation by medical review) and "inflammation" were defined in the risk documentation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code off "known inherent risk of device."detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.block d4:h4the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day.block h6: imdrf patient code e172001 captures the reportable event of abscess.imdrf patient code e2330 captures the reportable event of pain.imdrf patient code e2311 captures the reportable event of discomfort.imdrf patient code e2326 captures the reportable event of inflammation.imdrf patient code e231501 captures the reportable event of purulent discharge.imdrf patient code e2338 captures the reportable event of swelling.